Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed failed due to call tech support. The receiver data log could not be downloaded and unable to get receiver to communicate with the dexcom global receiver communication tool but a "call tech support" error message was observed on screen of the receiver and pictures were taken. The reported event of an error icon display was confirmed due to "call tech support" being displayed on the screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.